Manufacturer narrative:
The referenced device was not returned to the manufacturer for evaluation. The exact cause of the reported event could not be determined at this time. Insufficient information was provided by the user facility regarding the reported patient, procedure and the devices, however, if additional information becomes available or if the generator is returned at a later date, this report will be supplemented accordingly.

Event description:
The manufacturer was informed that in the process of removing the patient's prostatic hyperplasia, the doctor found that the electric cutting knife was reportedly "not sharp and the post-operative hemostatic effect was not working effectively" when utilized with the pk-sp generator. As a result, it led to increased bleeding to the patient, prolonged operation time, and increased bleeding rate after the removal of the urinary catheter. This report is for device 2 of 2.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received. The user facility's section chief of the equipment department further reported that the reported event was caused by a non-olympus "knife" that was used during the reported procedure. It was reported that the connecting device, "knife", was manufacturered in china and a non-olympus device. No further information was available for the non-olympus device. The referenced generator was sent for service/maintenance in beijing, and the hospital was informed of the maintenance result; there was no problem with the generator. Additionally, the doctor was performing a prostatectomy and the reported event occurred during the middle of the procedure. The intended procedure was completed using another device. Non-olympus bipolar forceps were utilized to stop the reported patient bleeding. The generator setting mode was set to "electric cutting" and no error messages observed during procedure. No additional treatment or intervention was required to the patient. Postoperative observation was carried out , the patient was in normal condition and was discharged from the hospital. Based on the reported information, the likely cause of the reported event was attributed to the use of a non-olympus "knife". The instruction manual for the generator provides warning that indicates, "read the instructions, cautions, and warnings provided with all gyrus acmi superpulse endourology system accessories before use. This device is an integral system; only use approved accessories with the superpulse generator. Your sales representative can advise which accessories are available and approved for use with the superpulse system."

Manufacturer narrative:
This supplemental report is being submitted to provide the summary of the investigation results. The reported condition of ¿knife not cutting sharp¿ could not be confirmed as device was not returned for evaluation. Based on the reported information, the likely cause of the reported event was attributed to the use of a non-olympus "knife". The instruction manual for the generator provides warning that indicates, "read the instructions, cautions, and warnings provided with all gyrus acmi superpulse endourology system accessories before use. This device is an integral system; only use approved accessories with the superpulse generator. Your sales representative can advise which accessories are available and approved for use with the superpulse system." The root cause of this event is related to customer misuse and not using the approved accessories per the device manual. No DHR review can be conducted as it is a non ¿olympus product, model and serial/lot # unknown.